Manufacturer narrative:
(B)(4). A fisher & paykel healthcare technician has repaired the unit and returned it to the customer. We will provide a follow-up report upon receipt of the defective components and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that during a site maintenance visit, a technician found that the power failure alarm was not working on an iw930 cosycot infant warmer. The healthcare facility advised that the reported fault was observed during a maintenance check with no pt involvement.